Event description:
It was reported that the patient went to emergency room (ER). Upon review, the patient had received appropriate shocks for this implantable cardioverter defibrillators (ICD) device, however a signal artifact monitoring (sam) episode occurred in between the ventricular tachycardia event. Technical services reviewed the sam episode and determined the clinical observations were related to respiratory rate trend (rrt) noisy signals on the right atrial lead. The sam vector was switched, and the device is currently using rv lead for respiratory rate trend (rrt) sensor. The device is operating as programmed and expected. This ICD remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.